Manufacturer narrative:
Result of investigation: an updated log file was received after complete calibration of the unit. It was determined that blower overheating was cause of lack of maintenance/filter exchange combined with not reacting on the blower temperature alarms that damaged the blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Log shows alarm 241 (temperature of blower high), alarm 240 (temperature of blower too high) and alarm 316 (blower failure) are active. Blower temperature of 139.9 degree celsius is recorded for 145 minutes. The root cause is most likely damage blower due to lack of maintenance.

Event description:
The customer reported that the blower failed on the device due to clogged filters. The customer reported no patient involvement in this event.